Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2023 and suture was used. During the procedure, the clinician have found that the needle easily detaches from the thread with no force at the swage side. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Events reported via: 2210968-2023-06157.